Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16393. It was reported the pt had a car accident, and subsequent diagnostic testing revealed invalid impedance readings for her right side leads (two leads from the same lot). Initially, stimulation coverage was regained with programming; however, she later complained of ineffective stimulation. F/u identified the surgeon explanted the leads and an extension on (B)(6) 2013. The devices were replaced with a paddle lead and a different model extension. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.